Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors, and performed a filament calibration. The system operates as intended.

Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recovered loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.